Event description:
It was reported that the patient underwent a posterior spinal fusion with long segment instrumentation including two crosslinks. Approximately one year after the original surgery, the patient returned to the operating room where a large black scar was seen over the dura. Pathology showed a granular material which was not positive for iron. A black oxidized-looking material was all around the crosslink which was also sent to pathology. The remainder of the hardware was not removed. The surgeon is exploring the possibility of a galvanization reaction from dissimilar metal, or any evidence for metal or metal ions in the pathology specimens. The explant is being examined for signs of corrosion and the pathology specimens are being analyzed for metal by a toxicology lab. No additional complications were reported.

Manufacturer narrative:
(B)(4). Granulation tissue formation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. Multiple devices were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.